Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a male (age unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A thrombus was observed in the patient and in the impella when the impella was removed. The patient was stable.

Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6a and d6b added h6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05195: f6/f8-should have been left blank h.6 code 4627 was reported incorrectly. New code was added to health effect - impact code.